Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 14-apr-2025. Following j&j medtech procedures, a visual inspection, and functional test of the returned device were performed. Visual analysis of the returned sample revealed reddish material inside the pebax. Due to the reddish material inside the pebax, the device was inspected under a microscope and it was found a hole on the pebax surface. Then, the device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed; however, the screening test could not be performed since the temperature value was observed flickering due to an open circuit. The flickering condition observed during the test is unrelated to the force and magnetic issues reported by the customer. A manufacturing record evaluation was performed, and no internal action was found during the review. The reddish material inside the pebax could be related to the force and magnetic sensor error issues reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The carto 3 system instructions for use (IFU) contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. For the damage on the pebax the instructions for use (IFU) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿106 alert code¿, ¿out of box failure¿, and ¿105 map: catheter sensor error / 401 map points cannot be acquired¿ issues. In addition, biosense webster inc. Analysis finding of the ¿reddish material inside the pebax and a hole on the pebax surface¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. The 106 alert code occurred after the catheter was plugged into the carto and before first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. Catheter was not used in the patient. In addition, provided picture which also includes a 105 map: catheter sensor error / 401 map points cannot be acquired. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-apr-2025, observed reddish material inside the pebax. The device was inspected under a microscope and a hole was found on the pebax surface. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on 22-apr-2025 and have assessed this returned condition as reportable.